Manufacturer narrative:
No product was returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation. It was reported that the patient developed anomia, mild intermittent word finding difficulty in conversion. The adverse event was not related to the system, but was related to the procedure.